Event description:
On (B)(6) 2012, it was reported that a physician had a patient with a dead battery as he was unable to communicate with the patient's generator. Clinic notes were received on (B)(6) 2012. Clinic notes dated (B)(6) 2012 indicated that the patient had been experiencing a mild increase in seizures over the past few months. The patient had a grand mal on the eight (the month is unknown) and some partial complex seizures. The patient was unsure why. The physician wrote "I was unable to get a reading after several attempts - will recheck with rep." Notes dated (B)(6) 2012 stated that the patient was seen on this date due to his vns not being read last week. A company representative was present, and it was determined that the battery was dead. The patient would be referred for replacement. A battery life calculation was performed on (B)(6) 2012. The battery life calculation results indicated negative years to eri = yes. On (B)(6) 2012, it was reported that the patient was scheduled for surgery on (B)(6) 2012. On (B)(6) 2012, the patient's surgery was confirmed to have occurred on (B)(6) 2012. The patient underwent total revision. On (B)(6) 2012, the patient told the physician that the surgeon stated that "the surgeon replaced the lead because of a "crimp or kink" in the lead along with lots of scar tissues". The generator was programmed on at the settings from the previous generator; however, the patient said that it was uncomfortable, and went to see the physician the following day. The stimulation was reduced by half, and the patient was fine. (It is unclear what parameters were adjusted to reduce stimulation.) The physician reported that the patient was fine after the adjustments. On (B)(6) 2012, the explanting facility reported that the generator would be returned to the manufacturer; however, the lead would not be returned to the manufacturer. On (B)(6) 2012, the patient's generator was received and is currently undergoing product analysis. On (B)(4) 2012, design history files for the explanted lead were reviewed. The lead passed all inspections prior to distribution.

Event description:
Product analysis for the explanted generator was approved on (B)(6), 2012. The failure to program allegation was duplicated in the product analysis laboratory and determined to be the result of normal expected battery depletion. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.follow up on (B)(6), 2012 revealed that the physician initially believed that the electrode had not been attached to the vagus nerve. The physician spoke with a consultant and reported that the surgeon indicated that there was a lot of scar tissue. The consultant suggested that this may be the reason for the patient's different tolerance for the same settings after the revision. The physician agreed with this assessment.

Manufacturer narrative:
Evaluation, method: analysis of programming history. Conclusions: device failure is suspected but did not cause or contribute to patient death.